Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - photo investigation: the complaint device was not received for investigation. A photo-investigation was performed based on the x-rays provided in the pc attachments, received on 07-may-2021. Upon inspection, it is evident that fibulink screw along with the link was left inside the patient and another screw was placed above it. The root cause of this issue cannot be determined using the provided information. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed.

Event description:
It was reported that on (B)(6) 2021, patient underwent an open reduction and internal fixation of ankle. Fibulink screw was inserted into the tibia. Surgeon then tried to engaged the link to the long tensioning cap but was enable to couple the two. The screw was left in the tibia and the link was tamped into the tibia to avoid leaving the link in the tib/fib joint. Surgeon had to leave the screw and link components in the tibia and inserted a syndesmotic screw. Procedure was completed successfully with a surgical delay of five (5) minutes. Fragments were remained in the patient. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).